Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient died due to the stapler release. It was stated that it was confirmed through echography.